Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 475 mg/dl at the time of incident and current blood glucose level was 427 mg/dl. Customer other relevant blood glucose level was 300 mg/dl, 400 mg/dl, 453 mg/dl, 462 mg/dl. The customer did not experienced any symptoms related to the high blood glucose level. Customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was protruded. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No loose drive support cap anomaly noted during test.